Event description:
Zoll customer supported reviewed the download of a (B)(6) male pt, which revealed a battery ir test failure. There were two occurrences of this failure in the flag files. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (battery ir test failure) was confirmed. Upon eval of the pt's flag files, the battery failed the internal resistance test. Upon receipt, it could still power up a monitor and charge when placed on the charger, but would not hold a charge for a full 24 hours. The root cause for the internal resistance failure cannot be positively determined, but is likely due to defective cells within the pack. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.